Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product to perform failure analysis. The iesu was analyzed and the complaint regarding the cautery not functioning was not confirmed by failure analysis. The iesu cauterized and energized, and all ports recognized instruments. The probable root cause of the cautery not functioning cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the iesu found no functional issues. The esu was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned iesu revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the blue and green energy cords were not working. The customer stated that the instrument tips were not getting any energy. An intuitive surgical, inc. (Isi) tech support engineer (tse) viewed the error logs and found no energy related errors. The tse recommended to reboot the erbe generator. The customer switched energy cords, tried both energy ports, and rebooted the erbe generator; however, the issue remained with the monopolar instrument not delivering energy. The tse recommended trying another monopolar instrument, but the site was at the end of the case and stated they would not fire energy again. The customer continued with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: system functionality was checked upon powering on the system. No errors were present at system start up.